Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "swg is not smooth to be difficult use." The issue was detected during use on a patient. No patient injury/harm reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly, a cvc catheter, two catheter-over-needles, and a lidstock. Signs-of-use in the form of biological material was observed inside the catheter extension lines. The guide wire will be analyzed as part of this complaint investigation. Visual analysis revealed that the guide wire contained two large bends across the body. Additionally, the distal j-bend appeared misshapen. Microscopic examination revealed that the distal and proximal welds were secure and intact. No other defects or anomalies were observed. The bends in the guide wire measured approximately 151mm and 585mm respectively from the distal weld. The total guide wire length measured 686mm, which is within the specification limits of 679mm-687mm per the guide wire graphic. The guide wire outer diameter .800mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through the returned catheter. Minor resistance was encountered due to dried biological material; however, the guide wire was able to pass completely through the catheter. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel". The report of a kinked/bent guide wire was confirmed through complaint investigation. Visual analysis revealed two major bends on the guide wire body. Additionally, the distal j-bend appeared misshapen. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for report of this nature.

Event description:
The complaint is reported as: "swg is not smooth to be difficult use." The issue was detected during use on a patient. No patient injury/harm reported. The condition of the patient is reported as "fine".